Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle bends and needle becomes blunt and bent after first perforation. Further information has been requested.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are 876 units in our stock. We have received (B)(4) closed samples for analysis. The tip and the edge of the tested needles are in very good condition, silicon layer is correct. Needle bending strength result conducted on the closed samples received is 9.7 nxcm in minimum and fulfills the needle specifications for bending strength of 8.3 nxcm in minimum. We have also tested the needle penetration performance (average 1st penetration) of the needles received and the result does not fulfill the specification: 0.293n (needle specification of 0.260 n in maximum for the average first penetration). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle bending strength results of needles tested during production control were 9.5 nxcm of the needle raw material batch used in this product and fulfilled the needle specifications for needle bending strength of 8.3 nxcm in minimum. Needle penetration performance result (average 1st penetration) of needles tested of the raw material batches used in this product during production were 0.235 n and fulfilled the specification (<0.260 n). Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply braun surgical requirements for needle bent defect. And the root-cause could not be clearly identified by the needle manufacturer for needle blunt defect. Final conclusion: taking into account that the results of samples received do not fulfil the b. Braun surgical specifications regarding needle blunt defect, we conclude that the complaint is confirmed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.